Event description:
No new information.

Manufacturer narrative:
Reported event:  an event regarding revision surgery involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicated the device is damaged from instrumentation used for explantation. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. -clinician review: no medical records were received for review with a clinical consultant.   -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion:  it was reported that 'revision total knee replacement, explanted poly slightly yellow in colour.' The reason for the revision was unknown. Visual inspection of the returned device indicated the device is damaged from instrumentation used for explantation. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, device return, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revision total knee replacement, explanted poly slightly yellow in colour.